Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient had severe back issues, and they wanted to confirm if their ins was compatible with tens unit. The patient stated that they were in excruciating pain, and that they had one "jolt" with their therapy about a year ago. Then, they clarified that they were trying to find out if the ins was related to the issue. The patient added that they were also trying to get an MRI done, went to their physical therapist, then considered a chiropractor. The agent reviewed compatibility information and redirected the patient to their healthcare provider (hcp) hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.